Event description:
The facility returned the device for service. During service the baxter repair technician noted a defective air in line printed circuit board. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
The facility representative reported an infusion pump with an unknown air in line problem during biomed testing. Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) was determined to be defective. The ail pcb was replaced.